Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of driveline fault alarms, was confirmed with the evaluation of the returned system controller (sn: (B)(6)). The patient had exchanged the controller and returned it for evaluation. The log file downloaded from the controller contained approximately 27 days of patient event data. There were driveline fault alarms intermittently throughout the log file. The driveline phase 1 readings were significantly lower than the phase 2 and 3 readings. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The patient¿s controller ((B)(6)) was evaluated and no issues were found; the unit passed visual inspection, self-test and operational power cable lead checks. The unit passed functional testing. Impedance measurements of the driveline phase lines were consistent with the data in the log file. Similar events of driveline fault alarms have been identified and addressed with the implementation of a corrective action, which improved the system controller design to activate the driveline alarm accordingly. The returned controller was manufactured prior to full implementation of the corrective action. The system controller (sn: (B)(6)) was made per multiple shop orders. The manufacturing date on the unit¿s package label was (B)(6) 2014; the use by date on the package label was (B)(6) 2017. The system controller was shipped to the customer on (B)(6) 2014. The system controller was issued to the patient on (B)(6) 2014 (per salesforce patient equipment tracking). The system controller was manufactured prior to the full implementation of CAPA. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook - alarms and troubleshooting; p.200 system controller hardware fault advisories. The heartmate ii lvas patient handbook what not to do: driveline and cables instructs users to use precautions handling the driveline and power lead cables. Specifically, the cables should not be twisted, kinked and severely bent so as to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was also noted that with the new system controller there were backup battery fault alarms, and it was recommended to reseat the battery, but if the alarms persisted then it was recommended to replace the new system controller's batteries. It was communicated that the backup batteries were replaced and there were no further alarms. The backup batteries were not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline fault messages at their routine clinic follow up. Nearly every driveline fault was also associated with a power cable disconnect. They occurred almost daily, but the patient had no alarms, issues or pump stops. Technical services captured the intermittent driveline faults and recommended that the system controller be exchanged. Upon exchange it was requested that the new system controller perform 25 power cable disconnects with either the black or white controller power lead and email the new log file. The log file was provided and indicated that the driveline fault alarms were cleared which indicated that the issue was with the system controller.